Event description:
Review of records suggests that an original pfc size 6 cruciate sacrificing trial component was supplied along with an original pfc cruciate retaining femoral component. The items which should have been supplied were the size 6 pfc sigma femoral components and trials. The pfc sigma insert size 5 and original size 6 pfc femoral components concerned are not compatible. The tibial tray is compatible with both systems.